Event description:
It was reported that the zimmer dermatome cut too deep. The procedure was indicated to address burns and skin graft at the right hand and lower limbs, with skin sample taken at the right thigh. It was reported that the dermatome was assembled by the surgeon. At the time of application of the dermatome on the skin, instead of harvesting a skin graft, the dermatome cut thigh depth (5cm long and 3cm deep). It was reported that the harvested area required suture repair and ¿hemostasis.¿ it was reported that the procedure was extended at least 20 minutes. The dermatome was replaced and the procedure was completed without further incident.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.